Event description:
Left side revision hip surgery due to infection. Stem and head implants removed and replaced. Cup and liner implants remain in-situ. Device info: metafix uncollared std 125 size 2 (explanted), part # 579.2002, lot # 424241. Trinity ceramic head medium 32mm +0mm (explanted), part # 104.3205, lot # 430428. Trinity cup 52mm taper size 3 (in-situ), part # 321.03.352, lot # 423531. Trinity ecima liner taper 3 32mm neutral (in-situ), part # 322.03.632, lot # 427168. Primary surgery info: (B)(6).

Manufacturer narrative:
(B)(4). Initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient information and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided, and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Final report additional information, including post primary and pre revision x-rays, operative notes, patient information, confirmation on which device had loosened, photographs of the explanted devices, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls etc. Post primary surgery and an update on the patient post revision was been requested in order to progress with the investigation of this event, however, this information has not been provided and thus the scope of the investigation was limited. The appropriate device details were provided, and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records found no product non-conformity or deviation from process which would have caused the adverse event. All finished parts associated with the records conformed to specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported infection and loosening could not be determined. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the stem and ceramic head after approximately 3 years and 2 months due to infection and loosening.

Event description:
Metafix / trinity revision of the stem and ceramic head after approximately 3 years and 2 months due to infection and loosening.

Manufacturer narrative:
Case-(B)(4) final report additional information, including post primary and pre revision x-rays, operative notes, patient information, confirmation on which device had loosened, photographs of the explanted devices, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls etc. Post primary surgery and an update on the patient post revision was been requested in order to progress with the investigation of this event, however, this information has not been provided and thus the scope of the investigation was limited. The appropriate device details were provided, and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records found no product non-conformity or deviation from process which would have caused the adverse event. All finished parts associated with the records conformed to specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported infection and loosening could not be determined. This case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. Concomitant devices added in section d: trinity cup. Trinity ecima liner. These devices were not revised.